Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced hospitalization on (B)(6) 2026 due to high blood glucose and ketone event. The blood glucose was 900mg/dl. The patient was hospitalized for more tha 24 hours. The patient also reported symptoms like vomiting, tiredness and weakness. The patient was treated with insulin rapid and slow. No further information available.